Manufacturer narrative:
The hill-rom tech found the bed exit external alarm inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013- 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was inaudible. The bed was located at the account. There was no pt/user injury reported. (B)(4).